Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock(s) due to an episode of atrial arrhythmia. All programmed therapy was delivered. The device remains in service. No adverse patient effects were reported.